Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: lockdown omnipod software app version: 3.1.5-p001 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported by the patient's mother that the patient had been hospitalized with hyperglycemia on (B)(6) 2026. The patient¿s blood glucose level rose to 17.3 mmol/l (311 mg/dl) while the patient was not wearing a pod, after the previously used pod had expired. The patient¿s mother indicated that the prior used controller was nonfunctional, and the patient was unable to log in to a newly received replacement omnipod 5 controller to set up a new pod. The patient experienced high blood glucose levels; no additional symptoms were reported. The patient sought medical attention on (B)(6) 2026 and was hospitalized at (B)(6) hospital where the patient was diagnosed with impending diabetic ketoacidosis (dka), which did not progress to full dka. The patient was treated with intravenous insulin infusion with a variable rate and potassium administration and blood glucose levels were monitored by clinical staff until stabilization was achieved. The patient remained hospitalized overnight and was discharged after approximately 28 hours, on (B)(6) 2026. It was reported that login to the controller was successfully completed after hospital discharge, and a pod was set up. The patient was discharged in improved condition and subsequently resumed pod use.